Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had hyperglycemia at the time of incident. The customer reported that she had high blood glucose levels of 26 mmol/l. The customer reported that there was occlusion on the infusion and reservoir and requested to return both. The customer reported that there were no issues with insulin pump. Customer declined to perform the troubleshooting at the time of call. Product is not expected to return for analysis. Additional device related incident: insulin pump (B)(4); reservoir (B)(4).